Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was loose on the stand. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A philips authorized service provider (asp) will be onsite for the evaluation of the device and confirmation of the reported issue.

Manufacturer narrative:
A philips authorized service provider (asp) went onsite and confirmed the reported issue. The philips asp also observed damage on the caster and the screws that hold the wheelbase to the stand were cross thread and stuck. The philips asp drilled cross threaded screws out and replaced the v60 wheelbase assembly. The fse then installed the ventilator to the stand and confirmed the reported issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service.